Event description:
Caller alleged discrepant results compared with the lab. Results as follows:

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The 3.3, 2.6, 1.4, 4.7 and 4.4 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Reference value of test 3 falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Previous investigation on strip lot 234587 from another complaint met accuracy criteria. For this testing, two therapeutic donors were tested using retain strips, returned (from previous complaint), in-house and reference meters. Investigation details: strip investigation was performed on lot 234587. Nes/lo error occurred when there is not enough sample applied on unit. This error is due to technique issue. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 234587 are within the allowable bias (+ or - 1.0). No discrepant results are produced on returned and in-house meters. These meet the above criteria; no further action is required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time, as no product deficiency was established.